Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 076 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: review of the black box data did not reveal any evidence of call service 076 alarm. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 24 hours without any errors, alarms or warnings. Investigation did not duplicate the complaint. Unrelated to the original complaint, moisture was noted throughout the pump interior due to moisture ingress at the site of case damage.